Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 had a row board not detected on the bus. A field service engineer (fse) inspected the drawer and found that the rails were damaged. The station was shut down, the drawer was removed, and the rails were replaced. The fse also replaced the retractor band and the drawer to resolve. The system was then booted into the hardware test application (hta) and functionality was tested successfully. The customer also logged in, recovered the failed cubies, loaded medications to the pockets and confirmed that the drawer and cubie pockets were working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station displayed a failed hardware error, customer tried to recover the failed drawer, but it still indicated that maintenance was required. Station was shut down by unplugging the power cord from the back of the unit and waiting for 2-5 minutes and power plug was reconnected and the station was turned on, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.